Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional information has been requested but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of the complaint data identified a trend. The identified trend commenced after an FDA safety communication was issued in july 2011. The increased trend included complaints related to litigation for which no previous complaints had been filed.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, bleeding, and dyspareunia.

Manufacturer narrative:
(B)(4).